Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). The device was returned to a regional service center (rsc) for evaluation. A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). Testing of the returned device did not reproduce the low no alarm observed in the device's service log. Further inspection of the returned device identified that pin 6 of the dsir head's im cable receptacle was damaged. The root cause for the low no alarm was likely due to the damaged im cable receptacle pin. As a result, the device's im cable receptacle was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted mallinckrodt on (B)(6) 2021 to report they experienced a automated purge failure with their inomax dsir plus device. The issue occurred during a pre-use check and there was no patient associated with this event. As a result, the complaint device was returned to mallinckrodt for investigation. An internal employee performed a service order review for inomax dsir (B)(4). Pin 6 of the device's injector module (im) receptacle cable was observed to be damaged. In addition, a service log review identified a low no alarm with zero im flow. Together, these findings meet the criteria of a reportable malfunction. There was no reported complaint of physical damage to the im receptacle cable.